Event description:
It was reported that the subject device had a shelf stuck in the biopsy channel. Additionally, due to clogging of suction cylinder, suction valve cannot be detached. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained. Updated field: b5, h4. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, probable causes due to some kind of stress such as damage or deterioration of parts, and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a shelf stuck in the biopsy channel. The issue occurred during reprocessing. There were no reports of patient involvement.